Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. In addition, the customer reported the pump battery depleted from 95% to 1% and the pump shut down. After the pump was connected to a power source and turned back on, the battery gauge displayed 100%. During troubleshooting with tandem customer technical support (cts), review of the pump data confirmed that low power alerts and a low power alarm had occurred. Reportedly, the customer was unable to upload the pump data logs for review by cts. The customer's blood glucose level was 185 (mg/dl).